Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12489. It was reported that the patient experienced bladder accidents from the stimulation. Troubleshooting may be able to resolve the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-12489. Follow up revealed that reprogramming the patient was able to resolve the issue.